Event description:
Pt placed on or table with head oriented at foot section, feet at head position, supine position. Table position with pt. Planed slightly to rt side to stabilize weight distribution. Following completion of surgery, pt started to slip with head sliding forward. As the weight redistributed, the foot section of table dropped. Pt assisted to floor with neck-head stabilized. Visual exam of table showed shearing of pins.